Event description:
The customer reported that the insulin pump alarmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and the device was unable to prime during the prime test as a result of a loose drive support disk.